Event description:
It was reported to physio-control that the customer's device had no ECG signal from the paddles lead. Therefore the need for defibrillation therapy could not be determined and the device would not be able to provide defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a high-voltage capacitor, designator c160 on the therapy pcb assembly, being electrically leaky.

Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.